Manufacturer narrative:
Unable to perform displacement test or occlusion test due to missing retainer. The reservoir does not stay locked in due to missing retainer. Unit powered up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest, rewind, seating, basic occlusion test and force sensor test. Unit received with corroded battery tube, broken battery tube threads, missing reservoir tube o-ring, cracked case (battery tube), pillowing keypad overlay, cracked select button keypad overlay, minor scratches on case, missing display window cover and minor scratches on lcd window.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 270 mg/dl. Troubleshooting was performed for damage and noticed the reservoir did not lock in place and falls out. It is unknown if the auto mode on the insulin pump was automatically adjusting insulin delivery during the event. Advised the device will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump was returned for analysis.